Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately calcified mid left anterior descending artery. A 15 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 10 atm. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications and patient expected to fully recover.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately calcified mid left anterior descending artery. A 15mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 10 atm. The device was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications and patient expected to fully recover.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (moderately calcified lad) were met which resulted in the reported event.